Manufacturer narrative:
Device evaluation: the device was subjected to visual inspection, as well as functional and flow testing. Based on the results of the investigation, it was determined that the catheter flowed and operated per specification. Internal complaint number: (B)(4).

Event description:
The catheter was returned for investigation.

Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. A catheter access port (cap) dye study was performed and the physician observed catheter ballooning and a catheter leak. The physician made the decision to revise the catheter. The catheter was replaced on (B)(6) 2017.